Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis (B)(4) 2014 with the following results: evidence of moisture ingress and corrosion in battery compartment. A leak test was performed and a battery compartment leak was found: there is a small crack at opening of battery chamber. Pump was opened to further investigate for internal moisture damage. No evidence of moisture damage was found on internal components or circuit boards. Moisture damage found in battery compartment only. Unrelated to the complaint, observed the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing condition moisture ingress in the battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.